Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was observed that right ventricular lead noise resulting in oversensing and inappropriate antitachycardia pacing (atp) but no inappropriate shocks were delivered. The device therapies were programmed off and the patient given a life vest while cardiac health was being assessed and discussions about the best options forwards were made. No intervention was planned but possible explant was discussed. The patient was stable.